Event description:
A professional user reported that during a rescue attempt, an automated cardiac compression device began generating alerts while in use on a patient. As a result of the alerts, the device was removed from the patient, and manual chest compressions were continued until a second automated cardiac compression device was applied. The patient was subsequently transported to the hospital, where they were pronounced deceased. According to the reporter, the death was attributed to a pre-existing medical condition. The customer provided only the serial number of the battery pack associated with the device. No additional device identifiers, device data, or supporting documentation were provided.

Manufacturer narrative:
Post-event testing of the device was performed using a manikin and demonstrated that the device functioned as intended. Although log files were requested to support further investigation, they were not provided by the reporter. As a result, a complete evaluation of the reported event could not be performed, and the cause of the complaint could not be determined.